Event description:
The pt was undergoing a laparascopic cholecystectomy. At one point during the procedrue, the electrosurgical cable produced a flame near the junction of the bovie machine and surgical cord. The cord was burnt off the adapter part of the cord. No pt injury.

Event description:
Add'l info received from MFR 4/24/03: co spoke with dir of risk mgmt at the medical center, on 4/8/03 and received the following responses. Was the cable a reusable cable? Yes. Do you know which product it was? Yes, they believed it to be a qi1001. Do you still have the product and can it be returned for examination? No, they usually do not release product of this type. What was the lot #? They did not know. The label was missing off of the product. How many times was the product used? They did not know. How many times do you use a reusable product before it is discharged? They were not aware of any specific criteria for number of uses. Was the pt injured in this incident? No. Co cautioned risk mgmt that their product can be used multiple times but must be inspected prior to every use in order to assure that the product is in good working order. If the instructions for use or the label are missing off of the product, the product should be discarded. Without further info on the specific product and without the product being returned there is no further action that can be taken on this incident. The quantum interconnect line of electro surgical cables has been tested to the design criteria established in ansi/aami hf18. Co has verified that all of the design criteria have been met after the cable has been exposed to 20 steam sterilization cycles. Due to the variety of conditions and treatment of their product it is difficult to establish an exact life expectancy, therefore co recommends inspection prior to every use. A review of the complaint history records revealed that this is the first complaint associated with a failure of this type on a quantum interconnect reusable cable. This represents over 15,000 reusable cables manufactured to date.